Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's wife reported the customer received an unspecified low scan result on the adc freestyle libre sensor. It was further reported the customer "went off the reading for dosage and then ate" and experienced symptoms described as mumbling, hallucinations, and a loss of consciousness. Paramedics were called and upon their arrival, a reading of 275 mg/dl was obtained on their device and customer was treated with oxygen and unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered h4 is the date abbott diabetes care became aware of the event. No customer phone number was provided. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer received an unspecified low scan result on the adc freestyle libre sensor . It was further reported the customer "went off the reading for dosage and then ate" and experienced symptoms described as mumbling, hallucinations, and a loss of consciousness. Paramedics were called and upon their arrival, a reading of 275 mg/dl was obtained on their device and customer was treated with oxygen and unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.